Event description:
The hosp reported that during preparation for multiple coronary artery bypass grafts surgery, four heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other pt cpmplications were reported by the hosp. This report is for the third seal that cracked and a subsequent seal was used to attempt completion of the procedure.